Manufacturer narrative:
Analysis of the reported device is anticipated but has not yet begun. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
An atherectomy procedure was performed in the right coronary artery (rca) with a diamondback coronary orbital atherectomy device (oad). Reportedly, the rca was extremely tortuous and guide wire advancement to the target lesion was difficult. Additional force was used to advance the device into to the lesion. On imaging, the oad appeared to bend distal to the crown, but the procedure was continued regardless of the bend. Six treatments were administered with the oad. When the device was withdrawn a short distance, imaging showed that the tip of the oad had detached. The tip was retrieved via advancement of the guideliner and slow retraction of the guide wire. The procedure was completed without further issue. An angiogram was performed to verify that the patient had experienced no adverse events, and the patient was discharged the following day.

Manufacturer narrative:
The device was returned to csi for analysis with a driveshaft fracture on the distal side of the crown weld. Scanning electron microscope (sem) analysis identified evidence of fatigue striations on the fractured faces of the driveshaft filars. The exact cause of the fractured driveshaft could not be confirmed. The crown was not returned with the oad. Additional follow-up was performed to determine whether the crown could have been left in situ, and field staff stated that extensive imaging was done post-procedure. Sem analysis identified corrosion along the crown weld location. It is possible that exposure to saline for an extended period of time after the procedure allowed corrosion formation in the crown weld and resulted in crown material separation from the driveshaft and weld. However, the exact cause of the crown detachment is unknown. At the conclusion of the failure analysis investigation the reported event was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).